Event description:
(B)(4). The dealer reported that the trsx5 mechanical wheelchair handrim chrome was detaching and cutting the end user's hands, resulting in minor bleeding cuts and making the patient to wear bandages. No medical attention was sought. Should we receive additional information, this file will be revised, and a supplemental report will be submitted.